Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 2200 mg/dl. The customer was admitted to the hospital. Customer's mother stated that 3 separate occasions the bent cannula send patient into diabetic ketoacidosis and intensive care unit. Customer's mother was advised to contact our 24 hour helpline to know about the events.